Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned. The provided photo confirms device is fractured on the lateral side of post. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee procedure, the total articular surface provisional instrument fractured during the trialing process. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.